Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7125801, UDI#: (B)(4), product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7125987, UDI#: (B)(4).

Event description:
It was reported that the patient experienced worsening pain. Additionally, the patient also reported ongoing infection and poor wound healing. She has been receiving wound care and continues to experience instances of the wound opening and draining. The patient was advised a removal procedure for the course of treatment.

Event description:
It was reported that the patient experienced worsening pain. Additionally, the patient also reported ongoing infection and poor wound healing. She has been receiving wound care and continues to experience instances of the wound opening and draining. The patient was advised a removal procedure for the course of treatment. Additional information was received that the patient underwent a spinal cord stimulation (scs) explant procedure. Infection was at the pocket site. The physician does not think that the stimulator had anything to do with the infection. The patient was given antibiotics. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.